Event description:
It was reported that this patient came in for an office check feeling something was wrong with the pacemaker system. Reportedly, after imaging testing nothing out of the ordinary was noticed. However, low pacing impedances, inadequate amplitudes, and high capture thresholds without capture were noticed. This right ventricular (rv) lead was then reprogrammed, and the patient was not feeling well. A latitude transmission occurred and a 2:1 heart block with bradycardia was noticed. Thus, another reprogramming was performed that was causing muscle stimulation, but it was decided to leave this programming until explanting this rv lead. Subsequently, this rv lead was explanted and replaced due to a small heart wall perforation. This product is not expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
Corrected field h6 (patient codes): "heart block - e060106" was not included in the previous report. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead was returned intact with the helix mechanism in an extended position and with the stylet inside. Visual inspection found dried blood around the helix, which is normal for active fixation leads. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient came in for an office check feeling something was wrong with the pacemaker system. Reportedly, after imaging testing nothing out of the ordinary was noticed. However, low pacing impedances, inadequate amplitudes, and high capture thresholds without capture were noticed. This right ventricular (rv) lead was then reprogrammed, and the patient was not feeling well. A latitude transmission occurred and a 2:1 heart block with bradycardia was noticed. Thus, another reprogramming was performed that was causing muscle stimulation, but it was decided to leave this programming until explanting this rv lead. Subsequently, this rv lead was explanted and replaced due to a small heart wall perforation. This product was returned for analysis and no additional adverse patient effects were reported.